Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that caller was having problems with sensing test. After changing modes doctor was able to measure p waves. Patient is in atrial fibrillation and has under sensing which caused mode switch to break. Device is still in use. No patient complications have been reported as a result of this event.